Manufacturer narrative:
Evaluation summary: the device has been tested since it was received for evaluation. Testing performed has not been able to duplicate the error mode reported by the user.

Event description:
In 2008, it was reported that during a rescue attempt, the device would advise shock, charge and then cancel the shock before therapy could be delivered. The patient was transferred to another defibrillator, however, it was reported that the patient did not survive.